Event description:
It was reported by the customer that a pyxis medstation es system label printer application frozen. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the printer configuration failure. The technical support specialist attached the ka 000011444 and reconfigured the printer. The system functioned as intended after the technical support specialist troubleshooted the device.